Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported an incomplete flap that did not result in any serious injuries in the patient unknown eye during lasik surgery.

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A company representative performed an on-site assessment and was unable to confirm or replicate the reported event. As a preventative measure, the company representative calibrated the optical coherence tomography system, then found the system to meet company specifications per service test procedure. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened to address the reported event. Based on the information obtained, though the reported event was not confirmed, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).